Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer reportedly did not complete the air removal step while filling the cartridge with insulin. Customer was educated on the air removal process per the tandem user guide. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.